Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed the end of life (eol) indicator due to a charge time of 41.7 seconds. The pacing thresholds are set at 3.5 @ .4 in both chambers. The patient has been 0% paced. The device will be explanted and returned for analysis. There is a concern that the battery depleted early.